Manufacturer narrative:
The unintended movement of the surgical table was allegedly caused by fluid getting into the hand pendant. The pendant was replaced as part of a remedial action.

Event description:
It was reported that the surgical table allegedly went into tilt left with a patient on the table. There was no adverse consequence reported in this event.